Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 35 mg/dl. The customer did not mention the date of the hospitalization. Customer's blood glucose value was 112 mg/dl at the time of the call. It is unknown what may have caused the blood glucose to drop. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot the issue. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The insulin was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.